Manufacturer narrative:
This device has been received by this manufacturer, but the evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that during a therapeutic ercp with lithotripsy, and while attempting to crush the stone the handle wire broke. Apparently, the device was withdrawn successfully as no injury was reported for the patient. Despite three documented e-mail attempts to receive additional information none has been received. If any additional, relevant information is obtained a supplemental medwatch will be forwarded.